Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that the device was found in a backup vvi mode. A software download was performed via (B)(4) and the issue was resolved. The device remains implanted.